Event description:
During a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty occurred. The extremely calcified lesion was located in the tortuous, angulated right coronary artery (rca). A kissing technique was performed. The first balloon was removed from the stent successfully. The second stent, a taxus express2 2.5x12 drug eluting stent, was difficult to be removed. After unknown maneuvers for a few minutes, the balloon was removed. Later that evening the patient complained of chest pains. A stenosis was found but it was located further up and in a completely separate area from that of the original procedure. No patient complications were reported. Patient status is satisfactory.